Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a malfunction code. The customer did not test the blood glucose level. Tandem technical support assisted the customer with clearing the malfunction code.